Event description:
The customer reported that the system locks up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer ordered a generator interface board to correct the problem. No conclusion can be drawn as repair information is unavailable at this time.